Event description:
During a remote follow-up, high pacing impedance was noted on the left ventricular (lv) lead. Technical support was contacted and the device was reprogrammed successfully. The patient was stable